Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a lost of suction 60 percent of the way through the procedure. The patient did not move and no patient harm was reported. Event occurred after the laser was fired. The procedure was completed.

Manufacturer narrative:
Review for the day of treatment showed that the three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified according to the treatment report. During the reported treatment, a warning message occurred after an error message was displayed. The user performed the vacuum check again and restarted the treatment immediately and completed the treatment without any problem. A warning message occurred during another two treatments that indicates the user pressed the right footswitch to turn off the vacuum so the two treatments were interrupt due to the user handing. Remaining treatments were completed without any problem and issue. It indicates the root cause for the invalid vacuum is docking technique or a eye movement of the patient, it was not system related. A technical root cause could be excluded. No technical root cause was identified. The possible root cause could be docking technique or eye movement of the patient eye. The manufacturer internal reference number is: (B)(4).